Event description:
It was reported that this implantable pacemaker recorded loss of atrial capture on the presenting electrogram (egm). There are no trends available as the output is programmed to a fix value of 2.5v. Loss of capture is also observed in the previous egm from approximately eight months ago. The device remains in service. No adverse patient effects were reported.